Manufacturer narrative:
Submit date: 05/13/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an insulin safety syringe. The customer reports the nurse had drawn up the meds, injected the pt, and then went to activate the safety shield. Upon activation, the entire safety shield detached from the device. It did not break and there were no pieces left behind, it completely detached. There was no injury or needle stick as a result of the event.